Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with a missing retainer, a partially broken reservoir tube lip, and a missing reservoir tube o-ring. Unable to perform the displacement test or lock a test p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. The following were noted during the physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Cosmetic damage on the battery compartment is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked at battery compartment. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.